Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by abdominal pain and the patient was hospitalized for the event. On the same date as admission, the patient began treatment with intraperitoneal zosyn and intraperitoneal vancomycin (doses and frequencies not reported) for the peritonitis. Four days after initiation, the patient was discharged from the hospital, treatment with zosyn was discontinued, and treatment with intraperitoneal ceftazidime (dose and frequency not reported) was initiated. At the time of this report, antibiotic treatments with vancomycin and ceftazidime were ongoing. The patient was reported to be recovering from the peritonitis event. Dianeal therapy was ongoing. Additional information is not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.